Event description:
It was reported via repair work order that the cot has a weld break on the bar connecting the front and back wheels of the patient left side. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot has a weld break on the bar connecting the front and back wheels of the patient left side. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the patient left outer base tube weldment was cracked where the tube meets the casting. No functional issue was reported as a result of cracked outer base tube weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.